Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2010 and verified all top end devices on the system. The fse reported nothing that was not working properly. The issue occurred again on (B)(4) 2010 and the fse was dispatched on the same day and noted that the customer was having an issue with liquid on the top wheel of the reagent cartridges. The fse replaced the reagent syringe, the t-valve, and the insert valve. The fse verified o-rings on probe and all connections to the probes and valves. The fse then removed and discarded cartridges that were wet. The fse ran qc and performed calibration which recovered within acceptable ranges. The system has resumed operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a falsely high ammonia (amm) result that was reported out of the laboratory generated by the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the original amm result was 681 ug/dl and the repeated result was 33 ug/dl. Patient treatment was not affected in this event, as the physician did not believe the erroneous result.